Event description:
The patient presented in acute withdrawal with medication underdose symptoms including increased spasms of muscles. "Patient had fallen about the same time." They tried, but were unable to obtain roller and dye studies. The pump contents were reported to be accurate. The catheter was replaced and returned to the manufacturer for analysis. The patient was reported to be still in the intensive care unit being treated for pneumonia, mrsa, clostridum difficile, and colitis.